Manufacturer narrative:
Information was received via the (B)(4) enterprise post market study that shortly after an enterprise vrd (B)(4) assisted coil embolization procedure of an unruptured cavernous sinus aneurysm, an infarction of the right cerebral hemisphere developed. Additionally, one sided paralysis (right side) developed as well. Medication therapy was provided with heparin, and radicut, and remission was confirmed 18 days post procedure. The pre-procedure modified (B)(4) was 2, and post-procedure (within 1 week was 4, but then after 30 days was 2. During the event, the patient was on plavix, heparin, and aspirin. MRI angiograms were taking during the cerebral infarction, but no information was available regarding the results. The vessel proximal diameter was 4.0mm and distal was 3.5mm. The aneurysm was saccular and measured at the neck 5.1mm, with a neck to sac ratio of 5.1mm/15.0mm. The enterprise stent was fully expanded and apposed to the vessel wall after initial placement. During the reported event, the enterprise stent was fully expanded, apposed to the vessel wall, and in a stable position as compared to position after placement. During the procedure, 5 coils were placed within the aneurysm orbit 3mmx6cm, 2.5mmx3.5mm (qty 2), 2.5mmx4.5mm, and a gdc 5mmx15cm. There were there no issues during the procedure with any of the devices or anatomy that may have contributed to the event. Act was not performed. The current patient condition is stable. The patient's medical history consisted of hypertension, diabetes, dyslipidemia, and stroke. A cd copy of the procedure is not available. The device remains implanted and therefore is not available for analysis and it was reported that procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01421602. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stroke and neurological deficits are known potential adverse events associated with the use of the enterprise vascular reconstruction device and delivery system or with the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through the cerebral vasculature to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Patient and procedural factors may have contributed to the event. The relationship of the enterprise vrd and the event cannot be determined. There is no evidence to suggest there were any manufacturing or device performance issues that contributed to the reported event.

Manufacturer narrative:
During the procedure, 5 coils were placed within the aneurysm orbit 3mmx6cm, 2.5mmx3.5mm (qty 2), 2.5mmx4.5mm, and a gdc 5mmx15cm. The aneurysm was saccular and measured at the neck 5.1mm, and the neck to sac ratio was 5.1mm/15.0mm. There were there no issues during the procedure with any of the devices or anatomy that may have contributed to the event. Act was not performed. The current patient condition is stable. The patient's medical history consisted of hypertension, diabetes, dyslipidemia, and stroke. A cd copy of the procedure is not available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Lake region lot number 01421602 is cordis lot number 01421602. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421602. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 125 units, which were shipped from lake region medical on april 16, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
The complaint is from clinical study (B)(4) with ID (B)(4), indicated that during a coil embolization procedure assisted with an enterprise vrd (enc452212) for an unruptured aneurysm in cavernous sinus, infarction at right cerebral hemisphere developed shortly after the procedure. Additionally, one sided paralysis (right side) developed as well. Medication therapy was provided with heparin, and radicut, and remission was confirmed. The pre-procedure modified rankin scale was 2, and post-procedure (within 1 week was 4, but then after 30 days was 2. During the event, the patient was on plavix, heparin, and aspirin. MRI angiograms were taking during the cerebral infarction, but no information was available regarding the results. The vessel proximal diameter was 4.0mm and distal was 3.5mm. The enterprise stent was fully expanded and apposed to the vessel wall after initial placement, and during the event, the enterprise stent was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement.